Event description:
It was reported that during a tracheobronchial stenting treatment procedure, the stent failed to fully deploy. A 2.5cm ultraflex tracheobronchial stent has been advanced to an unspecified tracheal location. While attempting to deploy the device, the physician encountered difficulty and was unable to fully deploy the device. The device was partially deployed. It was noticed that the stent support appeared "bended". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine"